Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4.0 lbs due to moisture damage inside the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was not working. Customer's blood glucose was 120 mg/dl. Caller stated that insulin was shooting out. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that she has manual injections. Customer stated that the pump might have been bumped. Customer was advised that the pump will have to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.